Event description:
Caller reported an issue with a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for a pump reset, and after assistance, the caller successfully started their sensor session without the error code reappearing.